Event description:
It was reported the pt experienced discomfort at the ipg site. The patient reported he did not feel the benefits of the scs system outweighed the discomfort caused by the ipg location and he wanted the system explanted. Subsequently, surgical intervention was undertaken to explant the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.